Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that an interrogation was performed on this cardiac resynchronization therapy pacemaker (crt-p) and the device was found to be in safety mode. Additionally, it was noted that the non-boston scientific left ventricular (lv) lead exhibited high thresholds. Subsequently, the device and lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that an interrogation was performed on this cardiac resynchronization therapy pacemaker (crt-p) and the device was found to be in safety mode. Additionally, it was noted that the non-boston scientific left ventricular (lv) lead exhibited high thresholds. Subsequently, the device and lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that an interrogation was performed on this cardiac resynchronization therapy pacemaker (crt-p) and the device was found to be in safety mode. Additionally, it was noted that the non-boston scientific left ventricular (lv) lead exhibited high thresholds. Subsequently, the device and lead was explanted and replaced successfully. No additional adverse patient effects were reported.